Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified superior femoral artery. A 5.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.